Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement. Tgt2815/8463975 = UDI: (B)(4). Tgt3115/8363056 = UDI: (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. No issues were reported. The patient tolerated the procedure. On (B)(6) 2011, the patient was discharged. The diameter of the aneurysm was 86mm. Subsequent follow-up imagings showed that the diameter of the aneurysm shrunk to 81mm. No issues were reported. On (B)(6) 2014, four year follow-up imaging showed that the diameter of the aneurysm enlarged to 89mm. No endoleaks were reported. The patient was being monitored. Subsequent follow-up imagings showed that the diameter of the aneurysm further enlarged to 93mm. No endoleaks were reported. No re-intervention was performed. According to the (B)(4), no further information is available.